Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for (4) screws: 6.5 mm and 7.3 mm cannulated/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, a removal of 6.5/7.3 cannulated screws was performed on the pelvis due to pain. The first three (3) screws came out without issues, however one of the pubic symphysis screws was difficult to remove with what seemed like bony or soft tissue over growth and lack of screw purchase in bone. The surgeon had to open the pubic symphysis area to retrieve the screw. All screws were retrieved intact. Two (2) 13mm washers remained in the patient. There was no infection noticed, however it seemed that some of the reduction had been lost. It is unknown if there was surgical delay. Procedure outcome and patient status is unknown. Concomitant devices reported: unknown washers (part# unknown, lot# unknown, quantity 2). This complaint involves two (2) devices. This report is for four (4) unk - screws: 6.5 mm and 7.3 mm cannulated. This report is for 1 of 2 of (B)(4).